Event description:
It was reported that patient underwent left reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2015 due to a humeral tray fracture. The humeral tray and bearing were removed and replaced. It was relayed that the patient was dragging a heavy object and felt a pop in his shoulder prior to the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."